Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revj0594 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the right sided placement of line. Placed on (B)(6) 2012. Removed (B)(6) 2012. Tip position was in lower third of svc, no problems reported with aspiration. Patient reported pain in vein. Line was in basilic. There was some reported oozing from the exit site, prior to removal. When line removed it was noticed there was a fracture in the line, 2cm distal to the exit site.